Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image" "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
As reported by the company representative, customer called, advised an error of e315 showed up when plugging the scope into the stack system. The issue found at preparation for use. The device was not used in procedure. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation, comprehensive leakage check was completed, the device was not leaking. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The following findings were identified in relation to the customer specified fault: scope connector (s-connector) , water ingress observed. Image condition check failed- no image is evident. Error code e315 unsupported scope was evident when the endoscope was connected to the stack system. The plug body was dismantled to further investigate the customers specified fault. The moisture indicator had been triggered turning pink after contact with fluid / moisture. Fluid was evident throughout the plug body and fluid droplets were evident, the inner moisture indicator had also been activated. Corrosion was evident on the plug body screw heads. Technical evaluation has confirmed the customer reported issue of "error e315". Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Additionally, the following defects were identified during device inspection: light cover glasses chipped. Adhesive noted to be worn. Optical cover glass chipped, adhesive worn. Distal end cap damaged. Distal end adhesive lifting. Control body - aspiration housing- coloured ring worn. Angulation (up/down angle/ left/right/play ) out of specifications. An intermediate repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.